Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the reported issue was most caused by the failure of the cooling fan. The breakdown of the cooling fan would lead to the error messages related to overheating that were observed by the user. The fan most likely failed due to repeated use over the age of the device. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
Additional error codes of e102 and e100 were reported to olympus by the user facility. The problem occurred during a procedure and a delay of 2 hours occurred due to the problem. The procedure was completed using another olympus, clv-190 light source. The user facility confirmed that no injury to the patient occurred associated with the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The evaluation has not been completed at this time. Upon completion of the investigation, a supplemental report will be submitted with the results of the device evaluation.

Event description:
A user facility reported to olympus that the olympus, clv-190 was overheating and an "e101" error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.